Event description:
Info report: this device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a prod complaint, concerns a pt of unk sex, age and origin. The pt's medical history and concomitant medication were not provided. The pt was taking an unspecified medication via a humapen ergo burgundy/clear pen body (lot 40246) for an unk indication. It was unk if the person operating the device was the pt or if the operator of the device was trained. The pt reported that the pen was defect. The device was returned to the company on 06-sep-2004. On 08-sep-2004, an initial analysis by the affiliate quality control dept found: two broken engagement tabs. The prod is out of spec for dose accuracy. Two tab breakage has been shown to deliver an under dose of insulin. The device is being returned to the MFR for add'l eval.

Manufacturer narrative:
MFR's preliminary comments: two broken engagement tabs were identified. The prod is out of spec fro dose accuracy. Two tab breakage has been shown to result in an under dose of prod. Add'l MFR narrative: no further f/u is planned. Results/conclusions: this device is used for treatment purposes. The actual device was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction has been shown to cause an underdose. Corrective action: in may 2003, the core user manual was updated to state: "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holders tabs are broken". Evidence of improper use/storage: the user is identified as "anonymous" without phone # nor address. Thus, we could contacted the user to as how the engagements tabs were damaged. The engineering investigation determined that the engagement tabs were damaged while in the field with an unk tool to twist/cut/pull off the engagement tabs and ID evidence of abuse.